Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that open fuses were discovered within the viewing station of the imaging system. The issue was resolved by replacing the fuses for the viewing station of the imaging system on 4 april 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. The site reported that the viewing station of the imaging system was plugged into an operational outlet. No additional information was provided. There was no patient present when this issue was identified.